Event description:
Boston scientific (bsc) crm rec'd info that this ventricular lead dislodged. A chest x-ray revealed the lead was sitting in the atrium, and it appeared the helix was retracted back up the lead. The boston scientific field representative noted that the ventricular lead was actually sensing/capturing the atrium due to this. The lead was successfully repositioned back in the ventricle, and there were no adverse patient effects as the pt was not pacer dependent.